Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information form the reporter regarding the event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture unknown baker grade. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient experienced right side ¿thickening periprosthetic capsule." The device has been explanted.